Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment, patient outcome and action taken with pd therapy were not reported. On the same day as the onset, the patient was hospitalized for the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.